Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 133mg/dl and the sensor glucose was 43mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer mentioned that customer¿s actual blood glucose was 133mg/dl but sensor glucose was dropping down to 53mg/dl, 54mg/dl, 46mg/dl, 43mg/dl. The sensor will be returned for analysis.